Event description:
It was reported that the advocate of the patient with this pacemaker system called technical services (ts) to report that the patient experienced a decrease in heart rate (hr) to the 40s beats per minute (bpm). The patient advocate alleged that the drop in hr led to patient to experience a fall incident. The advocate reported no injuries received from the fall, however, the patient has a scheduled clinic visit for further evaluation. At this time, the pacemaker system remains in service. No adverse patient effects were reported.